Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, as the surgeon impacted the tibia during a tka surgery, he noticed a fine powder like substance falling from undersurface of the porous tibia bseplate w/jrny lock sz7 lt. The surgery was finished, without delay, using the same device. Patient was not harmed beyond the issue reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. A visual inspection of the image provided could not confirm the stated failure. Is not possible to observe the fine powder reported. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to foreign material in the room, associated to instruments or bone debris. This issue was evaluated by our quality engineering department and concluded and the reported failure mode could not be replicated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed